Event description:
It was reported that a user attempting to pair a new libre 3 plus sensor with an ilet system received a pairing failed alert, after which rescanning the sensor initiated the standard warmup period and pairing proceeded. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact and no interruption in therapy beyond the brief pairing delay. Investigation included user-guided troubleshooting and education focused on sensor rescanning and reinitiation of the warmup process. Investigation of this case revealed that the device functioned as designed after rescanning and that the initial pairing failure was resolved without further intervention. It was concluded that the event was a transient pairing issue that resolved with standard use steps and did not result in patient harm.